Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation was confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A balanced middle weight (bmw) hydro guide wire was advanced toward the target lesion. After crossing the lesion, the guide wire tip became stuck in the artery. Resistance was noted during withdrawal and the tip separated. Reportedly the separated portion was retrieved using an unspecified balloon. Reportedly no part remained in the anatomy. Another guide wire was used to continue the procedure. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.